Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal end of the stabilizer was deformed and fractured. The distal end of the stabilizer had a guidewire extending. The stent was not located on the distal end of the stabilizer. There was stretching and deformation noted to the delivery catheter under the stain relief and at 13cm from the proximal end. There was dried blood noted on the stabilizer distal end. During functional inspection, an attempt was made to flush the stent delivery catheter and a lot of blood exited. The stabilizer and guidewire were unable to be removed from the delivery catheter due to the damage noted to the device. The as reported (ar) event 'stent stabilizer broken/fractured during use', 'stent stabilizer deformed' and 'stent delivery catheter stretched' were confirmed during device analysis. The remaining as reported event 'stent failed/unable to deploy' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'severely tortuous'. It was reported that the operator 'aligned the wingspan markers after guiding to the target site, and attempted to pull the delivery catheter; however, it was too hard to pull and did not move at all. The stent could not be deployed although the delivery catheter was pulled with excessive force. Eventually the proximal hypo tube shaft got broken and the entire system was retrieved without deployment. When inspected the removed wingspan system from the body, it was found that the distal tip of the stabilizer was slightly stretched, and it was determined that the distal tip was stuck in the blood vessel and the delivery catheter was pulled, causing the entire system to stretch and prevent the outer body from being pulled. The guidewire that had been left in the wingspan system was not removed since it was considered to break the system'. The stent was not returned for analysis. The proximal end of the stent stabilizer was deformed and was also broken/fractured. In addition, the distal end of the stabilizer had a guidewire extending through it which is aligned with the event description. It was not possible to remove the stabilizer from the outer catheter due to the damage noted to the device components. The stent delivery catheter was returned and was noted to be damaged (stretched) and deformed near the proximal end of the device. During flushing of the system, significant blood was noted. Damage to the proximal end of the stabilizer most likely occurred due to the difficulty experienced when attempting to deploy the stent through a combination of the damaged outer catheter and the severely tortuous anatomy. The resistance reported in the event description most likely led to the proximal end of the stabilizer breaking/fracturing and additional damage to the stabilizer and outer catheter most likely occurred at this time also. The as reported events of 'stent stabilizer broken/fractured during use', 'stent stabilizer deformed' and 'stent delivery catheter stretched' and 'stent failed/unable to deploy' and the as analyzed events of stent stabilizer broken/fractured during use, stent delivery catheter stretched, stent delivery catheter deformed, stent stabilizer/catheter friction will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during an endovascular procedure; after guiding the subject stent to the target site and aligning the subject stent markers, it attempted to pull the delivery catheter of the subject catheter. However, it was too hard to pull and did not move at all. The subject stent could not be deployed although the delivery catheter was pulled with excessive force. Eventually the proximal hypo tube shaft of the subject stent got broken and the entire system was retrieved without deployment. The subject stent was replaced with a different size stent, and the procedure was completed successfully. When inspected the removed subject stent system from the body, it was found that the distal tip of the stabilizer was slightly stretched, and it was determined that the distal tip was stuck in the blood vessel and the delivery catheter was pulled, causing the entire system to stretch and prevent the outer body from being pulled. There were no clinical consequences to the patient due to the reported event.

Event description:
It was reported that during an endovascular procedure; after guiding the subject stent to the target site and aligning the subject stent markers, it attempted to pull the delivery catheter of the subject catheter. However, it was too hard to pull and did not move at all. The subject stent could not be deployed although the delivery catheter was pulled with excessive force. Eventually the proximal hypo tube shaft of the subject stent got broken and the entire system was retrieved without deployment. The subject stent was replaced with a different size stent, and the procedure was completed successfully. When inspected the removed subject stent system from the body, it was found that the distal tip of the stabilizer was slightly stretched, and it was determined that the distal tip was stuck in the blood vessel and the delivery catheter was pulled, causing the entire system to stretch and prevent the outer body from being pulled. There were no clinical consequences to the patient due to the reported event.